Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit displayed error codes 9002 and 9003, which depict flow sensor failure, at machine start. The device was not being used for medical treatment at the time of the reported issue. No further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Insufficient information is available as no device evaluation was provided. The customer sent to the sales department; however, it could not be confirmed if any parts were purchased or if any repairs were performed. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. The complaint will be processed for closure. In the event that parts are returned or if new information is provided, the complaint will be reopened and a supplemental report will be submitted.